Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for burr at bottom of tube with the incident lot #5187485 was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the most likely root cause for the reported defect is associated with the gate of moulding tool on this particular cavity which as allowed excess polymer through causing the stub. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® brand sst ii tubes containing silica and gel 8.5ml had a burr on the bottom of the tube. No injury or medical intervention.